Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that implant (bopt4310) was removed due to pain at tooth location 4. Paresthesia was also noted; however, no periimplantitis or bone loss were noted.

Manufacturer narrative:
One 3i t3® tapered implant (bopt4310) was returned for investigation. Visual evaluation of the as returned product identified bone residue around the external threads due to usage (images 1 & 2). The implant had no evidence of any damage or malfunction. The device could not be functionally tested for the reported failure (pain). Measurements were taken using a caliper (ID: cal3845; due date: sep 25, 2020). Through dimensional analysis and comparison to drawings, it was determined to be within design specifications pre-existing condition noted on the per was low bone density type iii. The device had been placed on tooth # 4 (universal) for only 16 days. X-ray or picture images of the implant site were not provided and no other information was provided. DHR review for the lot (2018062322) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 0210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (2018062322) and no similar event or complaint was found. February post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified since it is a medical condition that could not be verified through visual evaluation of the returned device. The following sections have been updated: b4: date of this report, d4: unique identifier (UDI) number, d4: expiration date, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.